Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level of 595 mg/dl. Customer's blood glucose level was 78 mg/dl at the time of call. Customer experienced symptoms for high blood glucose like body was shaking. Customer was treated with glucose for low blood glucose. Insulin pump will not be returned for analysis.